Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment. Results: the customer reported event of a tip fracture was confirmed via a visual inspection. The main cause of the breakage was determined to be the incorrect heat treatment of the torsion shaft material which resulted in embrittlement. Conclusion: the plausible root cause of the reported event are manufacturing issue, design issue and user error.

Event description:
It was reported that xia3 surgery (revision for the rod breakage of the other company) was performed on (B)(6) 2016. Th9~s were fixed and 4 connectors were used in the surgery. During the surgery, the tip of torque wrench was broken when surgeon tightened a blocker. The surgeon removed the broken tip.

Event description:
It was reported that xia3 surgery (revision for the rod breakage of the other company) was performed on (B)(6) 2016. Th9~s were fixed and 4 connectors were used in the surgery. During the surgery, the tip of torque wrench was broken when surgeon tightened a blocker. The surgeon removed the broken tip.